Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during an unknown procedure using this laser system generator, there was no fragmentation. Additional information received and indicated that the first laser system generator used on cystoscopy, ureteroscopy and laser lithotripsy procedure had an error 10. The subject device was the replacement that completed the procedure in dusting mode. The procedure was extended, as was the anesthesia, for about thirty to sixty minutes. The issue might have led to leaving the stone in larger fragments in order to not risk further problems, as reported. There were no medical interventions required as a result of the reported problem. There were no reports of further patient or user harm associated with this event. This report is related to linked patient identifier: (B)(6) - 1st of 2 laser system generator used in the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the reported issue could not be replicated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 4 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported issue (fragmentation mode not working) could not be determined. This supplemental report includes a correction to d9, g2, and h3 from the initial medwatch. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.